Manufacturer narrative:
A partial lead with the distal tip measuring 44.2cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that an asymptomatic patient presented with high pacing lead impedance. The lead was explanted and replaced. The patient was doing fine after the event.

Manufacturer narrative:
(B)(4).